Event description:
It was reported that pump experienced malfunction with malfunction code 16 and could not be reset, and caller was included in field correction but had not received prior notice. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, cts confirmed shipping details, provided storage mode instructions, and instructed customer to return malfunctioning pump within 10 days while cts arranged and sent replacement pump with updated software and advised customer to reprogram pump settings and reconnect continuous glucose monitor.